Event description:
It was reported that during a pta treatment procedure, the ultra-thin diamond balloon ruptured. The pta was performed on a 90% stenosed lesion with no calcification in an intra-axillary graft shunt vein. The lesion was dilated with the ultra-thin diamond balloon at 15 atms. The lesion was not completely resolved so the physician inflated the ultra-thin diamond balloon to 16 atms and it ruptured. The rated burst pressure for the ultra-thin diamond balloon is 15 atms. The procedure was successfully completed with this device and with no patient complications. Current patient condition is reported as 'good'.

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation which is not complete at this time.